Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and was found to have one blade broken at the base. A piece approximately .3995" x .1155" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. During use while the instrument is activated, blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade leading to eventual/premature failure. Additional observation(s) related to customer reported complaint: the instrument failed energy recognition. The instrument was connected to an in-house energy generator. The instrument failed the energy recognition test.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the 8mm harmonic ace instrument kept having an alert indicating excessive pressure on the blade, making it impossible to continue using the device. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the user was unaware of the breakage, and no fragments were observed in the patient. There is no report of a fragment falling into the patient's anatomy.